Event description:
The electrical panel line isolation monitor (lim) was alarming when the plasmablade was activated. We have had more abnormalities (lights coming on in equipment with the power off, blanket warmer alarming) with the plasmablade in different rooms.what was the original intended procedure?ICD lead revision.